Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pacing thresholds. An x-ray was performed which revealed that the lead had perforated the patient's rv wall and entered the pleural space. A lead revision procedure was performed and the lead was repositioned. There were no additional adverse patient effects reported. The lead remains in service.